Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after several syncopal episodes. The right atrial lead exhibited noise. Right ventricular lead exhibited noise and high capture. The physician had chosen to monitor the patient, the patient was stable before during and after device interrogation.